Event description:
Information received from the (B)(6). Treatment of a right unruptured internal carotid artery (ica) aneurysm measuring 29.8 mm x 10.2 mm. Post pipeline procedure, it was reported that the patient experienced a headache and consequently expired due to the rupture of the aneurysm.

Manufacturer narrative:
The device involved in the event was not returned for evaluation as it was implanted in the patient. (B)(4).